Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis. A day after the onset, the patient began treatment with ceftazidime (intraperitoneally (ip), 2g every night) and cefazolin ( ip, 2g every night) for the peritonitis. Nine days later, the ceftazidime and cefazolin treatment was discontinued. The patient recovered from the peritonitis and was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.